Manufacturer narrative:
The technician determined the problem to be a faulty CPR valve. The technician replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not stay up. Head of the bed is drifting down slowly.